Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant device/part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the flexible screwdriver was stripped when unlocking set screw, so solid was used. The unknown nail was removed with extractor modified tip and was unable to take off the unknown nail due to torque of extraction. There were 3 minutes surgical delay. It is unknown if fragments were generated. It is unknown if the procedure successfully completed. No patient consequence. Concomitant device reported: unk - locking/set screws (part# unknown; lot# unknown; quantity: unknown) unk - nail (part# unknown; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for one (1) nail xtractor. This report is 3 of 3 for (B)(4).